Event description:
The device was returned to a service center. There is no allegation of serious or permanent harm or injury. The device is not reported to be in patient use. During the evaluation of the device, at a third-party service center the "unit is not charging. Unit doesn't turn on" was documented. There is no information what needs to be replaced to address the issues. Per the customer's request, the device has been scrapped. No further investigation is required at this time. Additionally, the device was visually inspected and found no evidence of foam degradation. During the evaluation, no foam particles were observed.